Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the broken part was confirmed to remain in the device. Based on the results of the investigation, the root cause of the broken brush could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing (preliminary cleaning and brushing), the tip of the single use combination cleaning brush broke off inside the gastrointestinal videoscope body forceps channel. As reported by the customer, "the cleaning brush is used repeatedly until the brush breaks." It is believed that the broken brush tip may remain inside the scope forceps channel in the customer's user stock of the two (2) gastrointestinal videoscopes identified. The procedure was a diagnostic upper endoscopic screening test. The reprocessing steps that were used on the scope were: bedside washing, aw (air/water) washing adapter use, external surface washing, brush insertion at the sink, and cleaning and disinfection with oer 3/5 solution. Patient identifier: (B)(6) (bw-412t/single use combination cleaning brush/serial number: unknown). Patient identifier: (B)(6) (gif-1200n/gastrointestinal videoscope/serial number: (B)(4)).

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, when additional information becomes available this report will be supplemented accordingly.